Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on. Review of the system log file showed malfunction toward the fdcsib and pdu tap for the generator. As a pat of repair action fse restarted the system many times, but it did not work. Fse repaired the epx database. Calibrated the tube, generator and image detector and tested all imaging chains system components and x-ray safety and reloaded the backup. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.